Manufacturer narrative:
There was no death or device malfunction associated with teh inappropriate defibrillation. There is no information to suggest the patient sustained a serious injury from the treatment event. Explanation of (other): device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. Multiple counting of tall t-waves contributed to the false detection. The response buttons were pressed two minutes prior to the treatment and again after the treatment event. The response buttons were not pressed during the treatment event. It was reported that the patient had previously been in a car accident and was caring for a passenger in the vehicle that had been injured. The patient's wife and other bystanders were present during the event. It was reported that the patient had pressed the response buttons a couple of times before the treatment but was unable to continue pressing the response buttons due to the stressful situation. There is no indication or allegation that the device caused or contributed to the car accident. It is unknown if the patient sought medical attention. The patient continued use of the lifevest.